Event description:
Upon interrogation, a doctor found that the device was reporting that it was at eos. Upon biotronik's rep's attempt to interrogate the device later, it was found that telemetry could not be established with the device, even with attempts from multiple programmers. On 02/22/2010 - this device was returned with oos documentation. The rep informed us that the rv lead exhibited sensing issues with the replacement device as well. The physician elected to replace this lead on (B) (6) 2010. The physician is speculating that the issue with this device might have been related to the lead issue. Linox sd 65/18, (B) (4), MDR 1028232-2010-00609.